Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full pacer functionality and stress testing with a test multi-function cable without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs does show a pacer fault message which appears to be a connectivity issue as opposed to a device malfunction.